Manufacturer narrative:
(B)(4). The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample. Both extrusions were separated from the tabs directly adjacent to the hub. Based on the customer report, sample received, and comments from manufacturing, the potential root cause of this event is manufacturing related. The investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the peal away sheath tabs broke off during use. Additional information has been requested from account.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the peal away sheath tabs broke off during use. Additional information has been requested from account.